Event description:
A customer contacted beckman coulter (bec) to report that the unicel dxc 800 pro synchron clinical system generated false low crem (creatinine, modular chemistry) results for multiple patients. The customer indicated that when they ran controls on (B)(6) 2013, at 18:30, the results were acceptable. However, when the controls were run on the same day at 22:30, the results were not acceptable. The customer then retrieved the previously run patient samples and re-tested them for crem on another dxc analyzer, and obtained higher results. The initial results were corrected with the rerun results. The customer stated that they corrected nine (9) patient sample results. However, beckman coulter reviewed the customer¿s data and found five (5) patient sample results that were outside of the total precision claims. The false low crem results were reported outside of the laboratory. It is unknown if there was any impact to patient treatment. Beckman coulter was unable to get this information from the customer.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse noted that upon arrival, the customer was not running crem on this instrument. The fse removed all of the valves on the crem cup and found build-up of rubber shards within the cup drain valve. The fse cleaned and re-fitted this valve. The fse inspected and replaced the cap piercer autogloss supply tubing (line 301), which was found to be completely blocked. The fse believes the blocked tubing caused the autogloss not delivered to the closed tube aliquoter (cta); therefore the sample tube caps were not properly pierced. Per the fse, line 301 was deformed and was pinched by the upper pinch roller of the cap piercer, which was continuously pressing on the line. The fse also proactively replaced the old reagent syringe associated with the crem module, which was showing signs of leakage. The fse verified the system performance and the system was resumed. Failure mode was attributed to the pinched line 301 which caused the block in the autogloss delivery to the cap piercer.